Event description:
The customer was hospitalized for low bgs. Troubleshooting was performed. The alarm history was reviewed and revealed that the customer has given themselves several doses of insulin.